Event description:
The physician was attempting to use a turbohawk directional atherectomy device to treat a lesion in an unknown location. A non-medtronic guidewire was used. The device was removed from its packaging and inspected with no issues noted. The IFU was followed during the procedure. The physician reported that they were able to open the cutter and operate the device within the lesion, but the device would not completely close. There was no issue packing the nosecone. It is unknown if the cutter was returned fully to the housing before the device was removed from the patient. The physician commented that it was possible that a piece of plastic from the guide catheter might be lodged in the device. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the turbohawk was returned for evaluation. The device was attached to a cutter driver. No other ancillary devices were included. The turbohawk was inspected and the hinge for the distal assembly was observed to be loose. The thumb switch was retracted back, however, the cutter assembly remained approximately 1cm distal to the cutter window. The cutter window was empty, no sign of the drive shaft or cutter assembly. It was discovered the drive shaft fractured from the cutter assembly. The distal assembly was cut open in order to retrieve the cutter assembly. The bond between the drive shaft and the cutter window was observed to be intact. The drive shaft fractured at the location of the proximal end of the cutter assembly. If information is provided in the future, a supplemental report will be issued.